Event description:
Customer called lfs on 9/13/2002 alleging that their meter would not begin the test process after the blood was applied to the test strip. Pt was unable to obtain a blood glucose reading and had been feeling irritable and high blood glucose symptoms. The ccr walked spouse through three control solution tests and the meter would not start the countdown. No medical care was received beyond home treatment and no adverse event or serious injury occurred. Ccr replaced meter and control solution due to an unresolved issue.